Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with the right ventricular lead exhibited polarity setting switch due to random lead noise. The noise was not reproducible with arm or implant pocket manipulation. The lead was set to unipolar tip pacing and bipolar sensing. The sensitivity was set to 12.5 mv. On (B)(6) 2019, the right ventricular lead was capped and replaced successfully. The patient condition was stable before, during, and after the procedure.

Event description:
New information received stated that the right ventricular lead also exhibited a fracture.